Event description:
It was reported that the user experienced repeated insulin occlusion alerts on the ilet outside of meal announcements, occurring multiple times during day and night despite following recommended cartridge and infusion set change procedures, which led to replacement of the ilet. Symptoms included elevated blood glucose with a reported maximum of 221 mg/dl for approximately two hours without ketone testing, medical intervention, or need for assistance. Outcomes included temporary hyperglycemia alerts without prolonged high glucose notification and no reported injuries. Investigation included troubleshooting and education with the user and replacement of the ilet while advising data sync and return of the original device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.